Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: date of event. Additional information: weight, weight unit, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of cangrelor was not confirmed or replicated during laboratory testing. The device was found to be delivering fluid within specifications after rate calibration was performed, no instances of unregulated flow were observed. Additionally, spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event date was reported as 23 january 2025 at 0600 (6:00 am). The pump module event log showed the device in use on 23 january 2025 attached to pcu s/n 13835045 as channel a. On 22 january 2025 at 11:27 pm an infusion started with drugid = 192, drug amount = 20000 mcg, diluent volume = 100 ml, patient weight = 24 kg, concentration = 200 mcg/ml, dose = 0.43 mcg/kg/min, rate = 3.096 ml/hr, vtbi = 100 ml with an expected duration of 32 hours 18 minutes and primary volume infused = 696.991 ml. At 5:59 am the pump module was removed with a total volume infused = 715.896 ml. Review of the pcu and pump module error log showed no errors were recorded on the reported event date. The suspect pump module had the upper corner of the door broken; however, this is an incidental finding. The concomitant pcu screen was observed to have a damage in the lower right corner of the pcu screen, which does not affect the functionality of the device. The concomitant pcu battery was replaced by a known good dchu battery as the device displayed an error message ¿defective battery¿. Preventative maintenance (pm) testing was performed, the asm pm task completed successfully without any observed errors or malfunctions. This issue is also an incidental finding. Bd alaris system user manual (v9.33) states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of cangrelor was not determined. During laboratory testing the device was found to be slightly under infusing and was corrected by calibration, however this issue would not explain the reported over infusion.

Event description:
It was reported there was an over infusion of cangrelor (100ml bag with concentration of 200mcg/ml). The cangrelor was intended to infuse at a rate of 3.1ml/hour (dose 0.43mcg/kg/min) with a total volume to be infused of 100ml. However, the infusion was found to been completed within 6 hours. The medication bag was hung at 23:27. At 5:33 the device alarmed a bottle side occlusion alarm and medication bag was found to be empty. The patient was concurrently receiving an infusion of bivalirudin at a rate of 2.4ml/hour. There was patient involvement but no harm.

Event description:
It was reported there was an over infusion of cangrelor (200mcg/ml). The cangrelor was intended to infuse at a rate of 3.1ml/hour with a total volume to be infused of 100ml. However, the infusion was found to been completed within 6 hours. The event occurred "around 0600" and the patient was concurrently receiving an infusion of bivalirudin at a rate of 2.4ml/hour. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.